Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the variable tip of the retractor broke. The instrument fell from the table and was dispatched for repair. The product associated with this event has not been returned for investigation and no further information was provided. This is report 1 of 1 for complaint (B)(4).